Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 42 mg/dl. The customer's health care provided recently updated the pump settings, and customer believes the settings need to be updated again. Customer declined additional troubleshooting regarding this issue.